Event description:
It was reported that the fluid warming device was constantly showing, "add recirculating solution." Reporter stated they checked the switch which seems to be functioning properly. Reporter also states they suspect there is an issue with the printed circuit board. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The unit was found in used conditions, and the pump did not work as there was no water circulation. The cause of the customer reported problem was the pump was blocked due to rusty parts inside. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the rings, adjusted temperature, and the pump passed all functional tests and performed as intended after repair.